Event description:
No further information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10. The following sections were corrected: h6 component code. D4: attempts have been made to gather all product identification information and no further information has been provided. It was reported a patient, with a history of atrial fibrillation, transverse compression fractures, ulcerative colitis, and hypertension, developed postoperative pneumonia with advancement to sepsis, was placed on palliative care, and expired four days postoperative. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Pneumonia is a well-known postoperative complication that typically requires medical intervention and possibly even hospitalization for more aggressive medical management. Within a two-hour postoperative window, the protective reflexes of the oropharyngeal passages are depressed, and the patient can aspirate. The reason for postoperative pneumonia is typically due to the aspiration of subglottic secretions containing bacteria. Once the bacteria enter the respiratory tract, they can replicate and advance into aspiration pneumonia and/or sepsis. Patients that have a known history of respiratory or lung diseases such as copd, asthma, or are immune suppressed are at increased risk for developing this complication. Pneumonia is a procedural related complication resulting from intubation during the procedure and is considered a hospital-acquired condition. Sepsis is a serious condition in which the body's immune system has an extreme response to an infection. Sepsis occurs when chemicals are released in the bloodstream to fight an infection and trigger inflammation throughout the body. This can cause a cascade of changes that damage multiple organ systems, leading them to fail, sometimes even resulting in death. Symptoms include fever, difficulty breathing, low blood pressure, fast heart rate, and mental confusion. Treatment includes antibiotics and intravenous fluids. No product was returned or pictures provided visual and dimensional evaluations could not be performed. A review of the device history record and complaint history review will not be completed. Part and lot/serial identification are necessary for review of device history records and a complaint history review, neither were provided. The root cause of the reported event was determined to be unrelated to the device. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign: event occurred in the netherlands. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately four days post left hip hemiarthroplasty, the patient passed away after developing post-operative pneumonia and sepsis with multiple problems. The patient ultimately received palliative care and passed away. Attempts have been made and no further information has been provided.